Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change errors. There was no impact to the customer's blood glucose level. It was indicted that the customer would contact their health care provider to obtain back up insulin therapy.